Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including simulated patient events without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs found multiple occurrences of poor pad contact messages. However, the multi-function cable, electrode pads and external paddles were not returned as part of this investigation and root cause could not be firmly established. No trend is associated with reports of this type.